Event description:
A report was received that the patient was charging frequently. The patient underwent a revision wherein the ipg was replaced. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum which indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate that was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was charging frequently. The patient underwent a revision wherein the ipg was replaced. The patient was doing well after the procedure.